Manufacturer narrative:
Concomitant medical products: d284trk crtd; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after the left ventricular (lv) lead was implanted it had dislodged. The lead was deactivated then capped at a later date. No patient complications have been reported as a result of this event.